Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional tes) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting ECG 'a', ECG 'b' and the front te was cut. The cause of the test failure was the cut cable. The root cause of the cut cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had non-functional therapy electrodes (tes).